Event description:
It was reported that the patient went to the emergency room (ER) complaining of 'not feeling well.' The ventricular lead exhibited high impedances and thresholds, and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.